Event description:
Related manufacturer reference number: 1627487-2022-01287. It was reported that the patient experienced blood clots in leg and lung. As such, the patient was admitted to hospital on (B)(6) 2022. The patient will be discharged to rehab on an unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient has been discharged from the rehab and is doing well.